Event description:
Customer reported receiving all positive results when using the cue covid-19 test for home and over the counter (otc) use. Customer is questioning the positive results as they are occurring with people who were not expecting it and whose partners are testing negative. Customer states the issue is occurring on three cue readers, however, customer did not provide exact details such as number of patients, frequency of potential false positive results, cartridge sns, lot numbers or reader sns.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Trending of all complaints was performed as part of our complaint investigations and did not result in any trends identified. Additionally, due to the age of complaints and that most of the reported issues did not include essential information, such as cartridge lot number/serial number, user information, further investigation including product history review is not able to be performed. No further investigation was required for lots that were expired, and where no trends were identified.